Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that while in use on a patient, air leaked from the inflation line of the endotracheal tube. A small pin hole was found there. It was not identified during inspection prior to use. No patient harm. A replacement tube was required.

Manufacturer narrative:
This is being sent as an amendment to the initial report., per the customer report there was no injury to the patient. Type of reportable event has been updated as "serious injury". (B)(4).

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated. A visual inspection was performed and it was observed the inflation line was broken. 100% of the products undergo an inflate/deflate test in order to detect any inflation/deflation issues. Manufacturing controls are in place to detect cuff slits and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while in use on a patient, air leaked from the inflation line of the endotracheal tube. A small pin hole was found there. It was not identified during inspection prior to use. No patient harm.